Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, not enough milk production.

Event description:
Patient reported "not enough milk production." Side was unspecified, this record is for the right side. No treatment or surgical reoperation has occurred. Device has been explanted. Physician reported right side rupture.

Event description:
Patient reported "not enough milk production." Side was unspecified, this record is for the right side. No treatment or surgical reoperation has occurred. Device has been explanted. Physician reported right side rupture.

Manufacturer narrative:
Clarification to symptom onset date (b.3): rupture (B)(6) 2022. The onset date on b.3 is for the event of breastfeeding difficulties. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec). Breastfeeding difficulties: unable to observe as it is a medical event not related to the device. Additional observations: stress mark observed on the device.